Event description:
Boston scientific received information that during a follow up visit, interrogation revealed normal device function. However despite minimal device charges and no pacing needed by the patient with this device; it was noted this device was at elective replacement indicators (eri). There was concern that the battery depleted more rapidly than expected. A replacement procedure was performed. This device was removed, replaced and returned for analysis. There were no adverse patient effects.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.